Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2014.device evaluation: the device has been returned and evaluated by product analysis on 05/05/2014 with the following findings: on examination, the keypad was intact without damage. On testing, the contrast button demonstrated intermittent response while the remainder of the buttons responded normally. The keypad cover was removed for investigation and revealed evidence of contamination of the up arrow, down arrow and contrast button contacts. Unrelated to the original complaint, the display screen was noted to be dim and discolored.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.